Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the event date was changed/corrected to (B)(6) 2013. The report received from the affiliate indicated that while injecting contrast in the right coronary artery (rca) with the 100 cm. 5 fr. Tempo aqua jr4 catheter, a long dissection occurred. The dissection was treated by implantation of a stent. The rca was reported to have a minor lesion in the proximal vessel. The procedure was elective. The dissection was a type e and was flow-limiting. The rca ostium was not deep-throated with the catheter. The patient was symptomatic as a result of the dissection. Nitroglycerin was administered. The flow post-procedure after stent implantation was timi 3. The patient was reported to be in stable condition. Ivus was not performed. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. Procedural films have not been provided. No additional information is available. A non sterile 5f tempo aqua 0.038 100cm jr4 diagnostic catheter was received for analysis coiled in a plastic bag. No defect (kink, bends, etc) was noted on the product by visual inspection. Also no damages were reported on the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Vessel dissection is a known procedural complication and an inherent risk of this type of procedure and does not represent device malfunction. Vessel characteristics and/or procedural factors (such as deep seating of the guide catheter into the ostium of the vessel) may contribute to dissection. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. No anomalies were observed in the returned device. Neither the analysis nor the DHR suggest that the reported coronary artery dissection can be related to the design and manufacturing process of the device; therefore, no corrective or preventive actions will be taken at this time.

Event description:
The report received from the affiliate indicated that while injecting contrast in the right coronary artery (rca) with the 100 cm. 5 fr. Tempo aqua jr4 catheter, a long dissection occurred. The dissection was treated by implantation of a stent. The rca was reported to have a minor lesion in the proximal vessel. The procedure was elective. The dissection was a type e and was flow-limiting. The rca ostium was not deep-throated with the catheter. The patient was symptomatic as a result of the dissection. Nitroglycerin was administered. The flow post-procedure after stent implantation was timi 3. The patient was reported to be in stable condition. Ivus was not performed. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. Procedural films were said to be available. No additional information is available.

Manufacturer narrative:
Conclusion updated to include independent film review. The report received from the affiliate indicated that while injecting contrast in the right coronary artery (rca) with the 100 cm. 5 fr. Tempo aqua jr4 catheter, a long dissection occurred. The dissection was treated by implantation of a stent. The rca was reported to have a minor lesion in the proximal vessel. The procedure was elective. The dissection was a type e and was flow-limiting. The rca ostium was not deep-throated with the catheter. The patient was symptomatic as a result of the dissection. Nitroglycerin was administered. The flow post-procedure after stent implantation was timi 3. The patient was reported to be in stable condition. Ivus was not performed. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. Procedural films have not been provided. No additional procedural information is available. Procedural film were received and reviewed by an independent physician. The review indicated ¿the case referred, sr# 1-1181091301 contained a single cd rom and a brief narrative description. The case was a diagnostic catheterization that turned into an intervention. During the initial injection of the right coronary artery, using a tempo aqua jr 4 diagnostic catheter, a long dissection that was flow limiting occurred. The patient had no significant lesion of the right coronary though it was not well visualized due to the initial injection revealing the extensive dissection. The left coronary artery was also injected and revealed severe disease in the mid portion of this vessel and, at this point, due to symptoms and the flow limiting nature of the right coronary dissection intervention was performed. The right coronary was re-canalized and stented and then, subsequently, the left anterior descending was stented. There did not appear to be any anatomical features other than that this vessel was relatively small in caliber as where all the coronary arteries. There was no heavy calcification nor was there acute angulation or abnormal vessel take off. I do suspect trauma from the tip of the catheter led to this complication and it did not appear to be device related. In summary, the findings suggest operational technique led to the complication.¿ the product was returned for inspection. A non sterile 5f tempo aqua 0.038 100cm jr4 diagnostic catheter was received for analysis coiled in a plastic bag. No defect (kink, bends, etc) was noted on the product by visual inspection. Also no damages were reported on the device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Vessel dissection is a known procedural complication and an inherent risk of this type of procedure and does not represent device malfunction. Vessel characteristics and/or procedural factors (such as deep seating of the guide catheter into the ostium of the vessel) may contribute to dissection. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. No anomalies were observed in the returned device. Neither the film review, analysis nor the DHR suggest that the reported coronary artery dissection can be related to the design and manufacturing process of the device; therefore, no corrective or preventive actions will be taken at this time.